Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a detached sensor wire stuck in the skin. The patient removed the sensor after it failed. The patient saw that the insertion site was swollen and inflamed, and he could feel that the needle was inside of his skin and planned to see a doctor. The patient is feeling fine on the call but wanted to still see a doctor because he is experiencing symptoms of an infection in the area. The patient saw a doctor on (B)(6) 2026. The doctor checked the area and did not request any medical procedure, and the sensor wire was not found on the patient¿s skin. The patient was given an oral antibiotic "bactrim", the patient is unable to recall the dosage amount but said it was to be taken twice a day for 10 -15 days. Upon follow-up, the patient is still taking the antibiotics and still has few days left. The area was still inflamed and there is still fluid, but it is improving. The patient stated he was feeling fine and did not need to undergo a surgical intervention due to the stuck wire. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).